Event description:
Neofuse : the neofuse plating system is a unique plating system for ankle fusion providing a high stability and rigid fixation. The system is composed of an anatomically contoured plate, with a distal part adapted to the talar neck, and a proximal part adapted to the distal tibial epiphysis and diaphysis. The most proximal tibial hole is an oblong hole, which facilitates peroperative handling of the plate by the surgeon as it enables its temporary fixation to the bone. Event description: information was received by in2bones in october 21th, 2021. The adverse event is raised as part of neofuse ankle fusion plate pmcf study. It has been reported the presence of device-related discomfort. The device was therefore removed on (B)(6) 2021.

Manufacturer narrative:
The batch number is unknown. The device was not available and no picture was shared. As no further information is available, no investigation about the design of the device can be performed. However, it can be supposed that the implantation and explantation surgeries were successful. Only the patient feeling about the discomfort was communicated also, the design of the device is not questioned. No information was provided about the circumstances of the event. In the ifu022 revision 03 of 10/2022 for neofuse ankle fusion plating system, in the paragraph 5, complications, it is written: "complications may include but are not limited to: pain, discomfort or abnormal sensations due to presence of the implant". Also, the discomfort feeling of the patient is a known complications. To conclude, investigation of this complaint shows that: - batch record cannot be reviewed. - the device is not available and no picture was shared. - discomfort feeling is mentioned in the IFU. - no more information was provided. The root cause cannot been determined.

Event description:
Neofuse: the neofuse plating system is a unique plating system for ankle fusion providing a high stability and rigid fixation. The system is composed of an anatomically contoured plate, with a distal part adapted to the talar neck, and a proximal part adapted to the distal tibial epiphysis and diaphysis. The most proximal tibial hole is an oblong hole, which facilitates peroperative handling of the plate by the surgeon as it enables its temporary fixation to the bone. The in2bones neofuse® arthrodesis plating system implants are intended to be used for anterior fixation of the ankle arthrodesis and fractures, including the distal tibia, talus and calcaneus. Event description: information was received on (B)(6) 2021 that the implanted product was removed due to discomfort due to the implant: "pmcf neofuse (lis), it was reported an adverse event which has led to a revision surgery." This event was only seen on 20-feb-2025 as part of a pmcf prospective study date review for the neofuse product. Additional information received by (B)(6) (conmed) on 26-mar-2025: "as previously mentioned, this surgeon has medical issues and is no longer responding to any marketing calls/messages, so it's unlikely we'll be able to get any more information. · 2502-20: "ablation material 14/10/2021."